Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to corroded motor home switch. Pump passed the stop current and run current tests. Unable to verify alarm or perform the self- test, off no power test, error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. No damage found on connector interface board noted. Pump had minor scratched display window.